Event description:
The reporter stated while the surgeon was inserting a 13.2mm micl 13.2 implantable collamer lens, the foam tip plunger overrode and tore the back haptic. The lens was partially inserted and was pulled out of the eye with no patient injury. The backup lens was implanted with no problem.

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).